Event description:
It was reported that the ventilator did not create tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the tidal volume issues occurred but no alarm was activated. The issue was reproduced during on-site visit. The patient circuit was replaced to resolve the issue. The device passed all performance tests and was returned to clinical use. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high and low respiratory rate, paw high, peep low, inspiratory tidal volume overrange, vt insp. Overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. The high and low respiratory rate, peep low and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. Inspiratory flow overrange alarm may indicate that combination of settings exceeds the allowable inspiration flow range. Paw high alarm indicate that airway pressure exceeds preset upper pressure limit and patient and breathing system must be checked. The device's logs confirmed occurrence of the issue. Our conclusion is that the patient breathing system was the source of the leakage and the cause of the failures. There was no technical malfunction of the ventilator itself.